Event description:
The customer reported that they accidentally delivered too much insulin by disconnecting partway through filling the tubing. There was no adverse impact to the customer¿s blood glucose level as it was not below 70 mg/dl. Although no immediate action was taken by the customer, technical support advised contacting a healthcare provider for further assistance. Upon follow-up, technical support confirmed the customer was doing well after the incident.